Manufacturer narrative:
The reported sensor was returned and investigated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software, sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the test fixture, reprogrammed sensor and applied current to perform linearity test. Output was within specification. Glucose count results were with in specification. No product deficiency was identified. The complaint is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received a reading of 120 mg/dl on his adc freestyle libre sensor compared to a hospital laboratory result of 700 mg/dl reportedly obtained within 10 minutes. The results when plotted on the parkes error grid fell "out of range" showing the difference in values to be clinically significant. Customer did not report experiencing symptoms and reported being diagnosed with hyperglycemia and treated with "new insulin, folic acid, vitamin b12, and iron". Attempts to gather clarification and additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software, sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the test fixture, reprogrammed sensor and applied current to perform linearity test. Output was within specification. Glucose count results were with in specification. No product deficiency was identified. The complaint is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction/additional information follow-up.

Event description:
Customer reported he received a reading of 120 mg/dl on his adc freestyle libre sensor compared to a hospital laboratory result of 700 mg/dl reportedly obtained within 10 minutes. The results when plotted on the parkes error grid fell "out of range" showing the difference in values to be clinically significant. Customer did not report experiencing symptoms and reported being diagnosed with hyperglycemia and treated with "new insulin, folic acid, vitamin b12, and iron". Attempts to gather clarification and additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.